Manufacturer narrative:
The system was used for treatment. A review of kit lot d342 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pto leak. No trends were detected. At the time of this report the product return evaluation is pending. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer reported a pto leak at 572ml processed during treatment. Acda was used at 10:1. The customer denied any alarms during prime or during treatment. Treatment was aborted. The patient was stable and given 500ml normal saline. The procedure was then started on another instrument. The kit and photographs have been submitted for investigation.